Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, the lcd screen is cracked at its bottom edge. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device was received with a puncture mark in the keypad overlay in the area of impact. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working and it was giving them a loud beeping noise. The insulin pump had blank display. No harm requiring medical intervention was reported. The contacts on battery cap was not damaged. The display did not returned after the insulin pump restart. The insulin pump had cracked on the screen. The insulin pump will be returned for analysis.